Event description:
It was reported that the surgeon had difficulty inserting the screw with the driver. The tip of the driver broke during insertion. The tip could not be removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: submitted images appear to display no indication of damage to the threads of the mas head threaded interface. Visually confirmed a portion of the instrument tips have been broken off, consistent with interface during usage. Fracture surface appears to display a fairly flat fracture surface and directional deformation. The above observations are consistent with torsional overload.